Manufacturer narrative:
Pump unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty fsr(gold). No a33 alarm noted. Pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed a33. The customer's blood glucose level was 149 mg/dl at time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.